Event description:
A 66 year old male patient underwent aaa repair in 2007. The patient's anatomical form was suitable for endovascular repair. The procedure was conducted as label. The left internal iliac artery had been embolized and the zenith aaa grafts were deployed. After the deployment was completed, stenosis was confirmed at both right and left renal artery branch-off point. Five days later, a follow up was performed. No additional treatment for the renal artery stenosis. At about two months later, a follow up was performed. There was 90% stenosis at the right renal artery branch-off point and 50% stenosis at the left renal artery. Pta was performed for both the right and the left renal artery, and another manufacturers stent was deployed at the right renal artery branch-off point. Resolution of the stenosis was confirmed. In 2008, there were no adverse symptoms observed. At about 6 months later, there were no adverse symptoms observed. The patient has shown improvement.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. If additional information is received with an identifiable failure mode, the investigation will be re-opened with this report being updated. The event evaluation form from int'l affiliate was provided. A remark in that form indicated that it could not be determined if the renal artery stenosis was caused by graft positioning or thrombus. The graft does contain gold markers at the proximal edge of the graft to aid in positioning relative to the renal arteries. Imaging after deployment is recommended in the instructions for use (IFU), and standard practice. With adequate imaging and the gold markers on the device, if the renals were partially covered, it would normally be detectable. Because it could not be detected, as reported, it is assumed the deployment of the graft, or the graft itself, was not a significant contributing factor and no failure mode can been assigned at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.